Event description:
It was reported that undersensing was observed on the right ventricular lead. The patient was asymptomatic. It was noted that ventricular sensing has always been high, but has dropped as of late. Programming modifications were performed. No further information was reported.